Event description:
Activated outside of joint. Shorted out when using. When doctor took foot off of pedal, it kept turning.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.